Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.((B)(4).

Event description:
Patient was revised to address multidirectional instability. Loosening of the tibial tray at the cement/bone interface was also reported; however, the manufacturer of the cement used at the time of original implantation is unknown.update rec¿d (B)(6) 2014 - the patient's medical records were received. Records indicate the patient's tibial component had also subsided. The tibial tray is being added to the complaint at this time.the complaint was updated on: (B)(6)-2014.

Manufacturer narrative:
The device associated with this report was not returned. Patient medical records were provided and reviewed. Review of the supplied medical records confirmed loosening of the tibia component. The tibial component loosening was likely the cause of the persistent pain and instability. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.